Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device as a lot and serial number were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following several unsuccessful cavity integrity assessment (cia) tests and a fluid deficit of 500cc's with two devices the attempted novasure procedure was aborted. A hysteroscopy was performed and a 'traumatic defect in the cornua area of the uterus" was noted but a perforation could not be confirmed; however, the physician believes a perforation occurred despite these findings. No treatment was provided and the patient was discharged home. On (B)(6) 2011, it was reported that the physician saw the patient on follow-up and patient had "no complications". A hysteroscopy, tubal ligation, removal of a mirena (levonorgestrel-releasing intrauterine system) device, and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.